Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed incoming hipot testing. The cause for the failure was isolated to a short in the trunk cable. The root cause of the short in the trunk cable could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.